Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker and right ventricular (rv) lead exhibited high out of range pace impedance measurements and high pacing threshold measurements. Surgical intervention was taken to cap and replace the lead. The pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating the lead was checked with a pacing system analyzer at the revision procedure and still exhibited high capture threshold measurements and high out of range pace impedance measurements. The header was checked and no anomalies were noted. A small fracture was found in the right ventricular lead near the suture sleeve. No additional adverse patient effects were reported.